Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 583 mg/dl on advantage system 1 compared back to back with results of 196 mg/dl and 199 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter stated that the customer took his normal dosage of 1000 mg of metformin after obtaining the 583 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device use in system 1 (lot number 550613, expiration date 2009). Reference medwatch report for the suspect device used in system 2.